Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-33, lot# va169pd, serial# , implanted: 2016 (B)(6), explanted: 2016 (B)(6), product type lead , lead va169pd was evaluated and there were no significant anomalies found with the lead. It was noted that the outer insulation on the lead body was cut. Lead va169pd conains: eval codes 10, 23, 26, 37, 38; eval code results 213, 452; eval code conclusion 71. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp), that a patient started a stage 1 trial and had 2 days of good therapy, and results running at 1.4v on the right side. After the 3rd day, the patient needed turn up to 8-9v. No falls or traumas were reported. The hcp decided to move forward with stage 2. The lead placement still looked good, but they tested the lead and did not get a response. They decided to hook up the implantable neurostimulator (ins) and saw no impedance issues, nothing over 4000ohms. It was noted that they took out the foramen needle and inserted and tested and got great bellows and toes at 1-2v. They pulled the lead and put a new lead in place. They tested again w/foreman needle and had no response. They pulled the new lead back in place and they got a good response. The post operation settings were noted as follows program 1 at2.8v, program 2 at 1.3v, program 3 at 1.3v, and program 4 at 1.8v. It was also noted that the patient recovered completely. It was also noted that the patient recovered completely. It was noted that the patient was not feeling stimulation from the lead so the lead was replaced with a new lead. However, follow up information up information from the manufacturing representative (rep) stated that they did not lose stimulation during the trial, they just had to increase the stimulation from 1-2amp to 8-9amp. When they tested the lead they did not get good responses on each electrode. The electrodes they did get a response on were on a high amplitude of 8-10 amps. The implantable neurostimulator (ins) was indicated for fecal incontinence/urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.